Manufacturer narrative:
Additional information: it was reported that event was not related to myocardial infarction of target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx and one resolute onyx stent was implanted into the r- pda. On the same day, the patient suffered paroxistic atrial fibrillation. It was reported that the patient suffered target vessel myocardial infarction of the cx and r-pda. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.